Manufacturer narrative:
Additional devices listed in this report: cat 5521-b-200 tri ts basepalte size 2 lot code unknown. Cat 5515-f-202 tri ps fem comp #2r-cem lot code unkown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation as the devices were disposed of. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that patient went under knee revision. Patient experiencing pain the components were not in good position and needed to be replaced.